Manufacturer narrative:
When cassette was returned for an evaluation, it was noted that the cassette had a white substance on the cassette. The cassette was mounted onto a known good pump to test. The spike of the cassette was cut off and a male luer was glued onto so that we could run blue food coloring through the line. When the pump was activated, the pump gave a malfunction alarm. The cassette would not turn on the pump. The cassette was removed from the pump. The cassette was disassembled and blue food coloring was ran through the line. A small leak was noticed where the c-flex tubing and pvc tubing meet. The bonding area does not appear to have a sufficient amount of glue. We are working with our manufacturing team to determine a root cause, corrective/preventive action. An update will be provided.

Event description:
It was reported that there was an incident where the patient went into the doctor's office for chemotherapy treatment. A cassette (B)(4) was put onto a patient. The patient was then sent home from the doctor's office to continue and finish his/her treatment. During the drive home, the patient noticed the fluid leaking from the cassette. The patient turned around and went back to the doctor's office. The cassette (B)(4) was changed out and the patient went home to complete therapy.